Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted, concurrently with a sparc implant. The patient experienced infection, urinary problems, recurrence and bleeding. The patient underwent a mesh removal on (B)(6) 2014 due to mesh exposure, recurrent cystocele, vault prolapse, and incontinence. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was along with concurrent sparc implant. It was reported that following insertion patient experienced infection, urinary problems, recurrence and bleeding. It was reported that patient underwent removal of mesh on (B)(6) 2014 due to mesh exposure, recurrent cystocele, vault prolapse, and incontinence. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
Wcq received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 5/21/2018.